Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, initially the hand piece "worked fine". After short while, the hand piece started to sputter and the blade stopped turning. The light on the motor drive unit went on and off. A different type of device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.